Event description:
Devilbiss healthcare was notified by an authorized service center of an issue involving an oxygen concentrator. The unit was sent to the service center for servicing, with no report or evidence of illness, injury or medical treatment associated with the service. During the device evaluation, the service technician observed the cooling fan was not operating and noted evidence of thermal deformation to the compressor box. There is no report that the deformation was ever evident to the user, and no information regarding what caused the fan to stop operating, whether it be shipping damage, rough handling or another cause. The unit was returned to devilbiss for further evaluation and root cause determination. An update will be filed if new information becomes available.

Manufacturer narrative:
"Devilbiss healthcare previously reported an issue involving an oxygen concentrator reported by an authorized service center. The unit was sent to the service center for servicing, with no report or evidence of illness injury or medical treatment associated with the service. During the evaluation, the service center observed the cooling fan was not operating and noted evidence of thermal deformation to the compressor box. There was no report that the deformation was ever evident to the user, and no information regarding what caused the fan to stop operating, whether it be shipping damage, rough handling or another cause. The device was returned for evaluation. The device had evidence of thermal deformation to the compressor box and compressor wire wrap. The internal electrical conditions, wiring and pcba were found to be undamaged and had no evidence of electrical faulty. All internal components in the gas path were found to be undamaged. The device had evidence of mishandling observed in the base screw bosses were damage, caster boss was cracked, intake filter door was damage, the fan wires were found severed which likely occurred when the device was last in for repair due to improper routing of the wires during repair. The device had multiple high gas temperature errors both before and after the device was last in for repair. There was no evidence of warping or defective fan noted on last service of the device. This indicates the fan was likely operational before repair and that the unit was operated in a warmer environment without proper ventilation, which would have resulted in many high temperature errors. The thermal cut off in the compressor was tested and found to be operational. The device was tested and was out of specification, due to sieve beds being contaminated. Continual operation of the unit outside of the acceptable operating conditions in conjunction with the fan being inoperable, is likely the cause of the thermal event.